Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to duplicate inoperable issue. Problem identified during service insulation damaged on pigtail and pm (preventive maintenance). As a resolution, the pigtail was replaced and performed 30k pm (preventive maintenance).

Event description:
The customer reported to vyaire medical that the revel ventilator was inoperable. The customer confirmed that there is no patient involvement associated with this reported event.